Manufacturer narrative:
Please retract this report 2017865-2013-04911. The same issue was reported as 2017865-2013-04671.

Event description:
It was reported that the right ventricular lead exhibited high impedance greater than 3000 ohms on a asymptomatic patient. The lead impedance dropped to less than 100 ohms and then upwards to 3000 ohms. The lead was replaced.